Manufacturer narrative:
The broken cage remains in the patient and is not available for evaluation. The cause of cage breakage cannot be positively determined. However, it is likely that the application of atypical force upon the cage during insertion caused the damage. This type of event is not unanticipated as the IFU that accompanies the device states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage can split or fracture the device. At this time, the complaint is considered to be closed. Device remains in patient.

Event description:
International affiliate reports the cage broke into small pieces when impacted into the disc space. Reports the surgeon had difficulty obtaining adequate disc space clearance for insertion. The broken pieces remain in the patient and the surgeon is reported to be concerned about the possible migration of the pieces.